Event description:
According to the info the customer states they cathed themselves two days ago and when they withdrew the catheter they had bleeding. When customer looked at the tip of the catheter they noticed it was cut off and very sharp. They said they went to the hosp and were there for 12 hours.